Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) that was bent on insertion. There was patient contact, the lens was discarded and the procedure was completed the same day. Additional information is requested.